Event description:
As reported by our french affiliate, during deployment of a sapien 3 26mm valve in the aortic position, difficulty was noted during inflation of the commander delivery system. As reported, balloon was inflated to 70% and the valve was implanted with good results. There was no injury to the patient. The patient is stable. The device is being returned for evaluation. Per report, the perceived cause for the inflation difficulty was the stopcock valve attached to the atrion device turned slightly during advancement of the delivery system into the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for a correction for the date of event. The section of this report has been updated: date of event (b3).

Manufacturer narrative:
During final engineering evaluation, a twist on the crimp balloon was observed. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed kinks present on the flex shaft and guidewire (likely from configuration of return packaging). During functional testing the balloon was inflated in the returned condition, where the flex tip remains proximal end of the inflation balloon. Due to the positioning of the flex tip, slight resistance was felt during inflation and it was unable to be fully inflated. The balloon was attempted to be inflated again after retracting the flex tip to the triple marker to simulate inflation during thv deployment and no resistance was felt during inflation. The balloon was able to be fully inflated. The inflation/deflation time, with flex tip positioned over the triple marker region was measured and found to be within specification. Dimensional testing was unable to be performed due to the nature of the complaint. During the manufacturing process, the entire delivery system (including the crimp balloon, inflation balloon, and nose tip) is visually inspected and tested per procedure. The crimp balloon is 100% dimensionally and visually inspected. Per procedure, balloons are 100% inspected for surface defects. During final inspection per procedure, the entire device is 100% inspected distal to proximal by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis for balloon inflation/deflation time. The accepted utl for the work order did not meet specification. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was of the work order was performed and revealed no other complaints related to the reported event. A review of complaint history for the edwards ultra delivery system (all models, all sizes) from (april 2019 to march 2020) revealed other similar complaints with returned devices for the complaint twist on crimp balloon. The following event occurred during the manufacturing process. However, the occurrence rate for inflation difficulty did not exceed the march 2020 control limit for all the trend categories. The edwards sapien 3 and commander delivery system IFU, prepping manual and training manual were reviewed for instructions involving the commander preparation and procedure. The procedural training manual provides guidance on balloon deployment. Pull back flex catheter so it is off the balloon during deployment, unlock the balloon lock, slowly move back flex catheter(handle) while maintaining position of balloon catheter, position flex tip in the middle of the triple marker and lock the balloon lock. Additional considerations: placing flex tip on the middle of the triple marker will enable fine adjustment in either direction during thv positioning, positioning flex tip on the triple marker prior to thv deployment will help maintain stability while ensuring unobstructed inflation during deployment and partially unflexing may help when pulling back the flex catheter. A slow controlled inflation during initial deployment may help stability. No IFU and training deficiencies were identified. The complaint for balloon incorrect shape ¿ twisted was confirmed. Identified through a product risk assessment and a CAPA, the twisting of the balloon component can occur during manufacturing due to inadequate manufacturing procedures and equipment leading to an incorrect balloon shape on the final device assembly. The complaint inflation difficulty was unable to be confirmed as functional testing of the device revealed no abnormalities with inflation. No relevant imagery was provided. While a twisted crimp balloon may potentially lead to inflation/deflation difficulty, it is not likely the observed defect contributed to the complaint event, based on the results of functional testing (balloon able to be inflated/deflated within specification time). Additionally, it was stated that there were no abnormalities noted with inflation during device preparation. As received, the delivery system flex tip was positioned over the inflation balloon. If the flex tip is over the inflation balloon during thv deployment, the balloon will not inflate properly, potentially leading to the reported complaint event. As instructed in IFU/training materials, it should be verified that the flex tip is positioned over the device triple markers prior to inflation. Per report, ¿the perceived root cause is probably that the check connection was not totally open when the doctors deployed the valve¿. It is possible that fluid flow between the delivery system and inflation syringe can be impeded if the stop cock is not fully open, resulting in increased inflation time/pressure. In this case, a defect was confirmed during evaluation (twisted crimp balloon), and available information suggests procedural factors (flex tip not retracted/ not fully opening the stopcock) for inflation difficulty may have contributed to the event. However, a conclusive root cause is unable to be determined. A CAPA was previously initiated to conduct investigation and institute any necessary corrective and/or preventive actions as required regarding the incorrect balloon shape as a result of manufacturing. Additionally, product risk assessment was previously initiated and addresses the product risks related to this issue. No labeling/training/IFU deficiencies.